Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data show record of the reported motor related call service alarm. The pump powered up to the verify screen with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported call service alarm was verified in the black box but not duplicated in the investigation. The bolus button cover was missing and corrosion was found on the bolus button contact. Removal of pump casing found additional corrosion on the motor connector wire.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the reported call service alarm had occurred multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.